Event description:
It was reported that a review of a remote transmission showed oversensing noise on the right ventricular (rv) lead. The pacemaker entered noise reversion briefly due to detected noise, subsequently returning to programmed settings once the noise resolved. No intervention was performed. The patient was stable and will continue to be followed.